Manufacturer narrative:
The following fields were updated: b5, e2, e3, g2 (added health professional) this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of the 180 scope images not being displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence of the event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the user facility. The procedure was completed with a similar device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the user had reported no image when connecting the cv-190, evis exera iii video system center, to 180 model scope series. The user had attempted several different scopes with the same outcome. The user was instructed to check the socket and no dust or bent pins had been found inside the socket. At the end of troubleshooting with tac, the user was going to use a different maj-1430, pigtail videoscope cable, to attempt to resolve the no image problem. The device was returned to olympus for evaluation. When returning the device, the user clarified that while no image was displayed, shapes could be seen where the image should have been on the black screen. The evaluation confirmed the user request and determined the cause was a faulty patient board set. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, no scope image on a cv-190, evis exera iii video system center, when connected to 180 model type scopes prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.